Event description:
A us distributor reported that a monitor's response buttons were not functioning.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttons non-functional) was confirmed. Upon investigation the rear response button was non-functional. The cause for the defective response button was the rear button was pulled from the pcb connector j1005. The root cause for the disconnected cable could not be positively identified. No adverse event resulted from the damaged monitor.